Event description:
The patient received the scs system on (B)(6) 2006. It was reported that the patient does not have stimulation. The patient sated that her ipg was depleted and that she needed to charge the ipg. The patient also reported that the she observed an error message on her patient programmer. The patient cannot increase stimulation and the ipg turns off when the patient pushes buttons on the patient programmer. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.